Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes') and uterine perforation ('perforation- uterus / migration') in an adult female patient who had essure (batch no. A36518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine enlargement, uterine fibroids and pelvic adhesions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), blood loss anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdominal"), back pain ("pain: back, chronic"), female sexual dysfunction ("apareunia"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems : bladder problems"), urinary tract disorder ("bladder/urinary problems : urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), nausea ("nausea"), nervous system disorder ("neuro condit/problems"), migraine ("migraines"), headache ("headaches") and urinary tract infection ("uti") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, allergy to metals, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge, fatigue, alopecia, weight increased, visual impairment, nausea, nervous system disorder, migraine, headache and urinary tract infection outcome was unknown and the menorrhagia, blood loss anaemia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain and female sexual dysfunction had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, blood loss anaemia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 (summons) and (B)(6) 2012 (pfs). Patient had received treatment for pain: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, apareunia, menorrhagia (heavy menstrual bleeding), anemia, migration, perforation- fallopian tubes, uterus, bladder/urinary problems : bladder problems, urinary problems, bladder, vaginal infection and vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) conducted: (unspecified)bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received. Lot number was added. Reporter, concurrent conditions were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes') and uterine perforation ('perforation- uterus / migration') in an adult female patient who had essure (batch no. A36518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine enlargement, uterine fibroids and pelvic adhesions. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), blood loss anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdominal"), back pain ("pain: back, chronic"), female sexual dysfunction ("apareunia"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems : bladder problems"), urinary tract disorder ("bladder/urinary problems : urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), nausea ("nausea"), nervous system disorder ("neuro condit/problems"), migraine ("migraines"), headache ("headaches") and urinary tract infection ("uti") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, uterine perforation, allergy to metals, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge, fatigue, alopecia, weight increased, visual impairment, nausea, nervous system disorder, migraine, headache and urinary tract infection outcome was unknown and the menorrhagia, blood loss anaemia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain and female sexual dysfunction had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, blood loss anaemia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6)2012 (summons) and (B)(6)2012 (pfs). Patient had received treatment for pain: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, apareunia, menorrhagia (heavy menstrual bleeding), anemia, migration, perforation- fallopian tubes, uterus, bladder/urinary problems : bladder problems, urinary problems, bladder, vaginal infection and vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on(B)(6)2013: essure confirmation test(s) conducted: (unspecified)bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of product technical complaint incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes'), uterine perforation ('perforation- uterus / migration'), menorrhagia ('menorrhagia (heavy menstrual bleeding),') and blood loss anaemia ('anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdominal"), back pain ("pain: back, chronic"), female sexual dysfunction ("apareunia"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems : bladder problems"), urinary tract disorder ("bladder/urinary problems : urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), nausea ("nausea"), nervous system disorder ("neuro condit/problems"), migraine ("migraines"), headache ("headaches") and urinary tract infection ("uti") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, allergy to metals, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge, fatigue, alopecia, weight increased, visual impairment, nausea, nervous system disorder, migraine, headache and urinary tract infection outcome was unknown and the menorrhagia, blood loss anaemia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain and female sexual dysfunction had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, blood loss anaemia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 (summons) and (B)(6) 2012 (pfs). Patient had received treatment for pain: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, apareunia, menorrhagia (heavy menstrual bleeding), anemia, migration, perforation- fallopian tubes, uterus, bladder/urinary problems : bladder problems, urinary problems, bladder, vaginal infection and vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) conducted: (unspecified)bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received : incident category updated. Previously reported event injury replaced by new events dysmenorrhea (cramping, dyspareunia (painful sexual intercourse), pain: pelvic/ abdominal, back, apareunia, menorrhagia (heavy menstrual bleeding), anemia, allergy : hypersensitivity / nickel allergy, psych injury, perforation- fallopian tubes, perforation uterus, bladder/urinary problems : bladder problems, urinary problems, bladder, uti, vaginal infection, vaginal discharge, fatigue, hair loss, weight gain, vision problems, nausea, neuro condit/problems, migraines and headaches. Outcome for the events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: pelvic/ abdominal, back, apareunia, menorrhagia (heavy menstrual bleeding) and anemia updated to recovered / resolved. Patient dob added. Reporter information, product indication and removal date updated. Event migration clubbed with event perforation uterus. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.